Event description:
It was reported that one day after a device changeout, the device triggered an alert due to the chronic right ventricular (rv) lead high pacing impedance and inability to capture. The device was reprogrammed and all therapies were turned off and the rv sensing and pacing were changed to integrated bipolar. The rv lead remains in use and will be monitored closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 implantable pacing lead 2004-(B)(6). (B)(4).